Event description:
During the device evaluation, it was found that the bronchovideoscope's image displayed interference during angulation adjustment. There was no patient involved.

Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. However, it is most likely due to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.